Event description:
Asku.

Event description:
It was reported that after loading upgraded software onto the programmer it displayed an error message while attempting to interrogate an implanted device. It was advised to reload the software onto the programmer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Further review prompted a change in the device analysis results.